Event description:
A report was received that the patient had a pocket revision due to discomfort at the pocket site. The physician relocated the ipg. Nothing was implanted or explanted. The patient was reportedly doing well following the procedure.